Event description:
It had also been reported that when the pump got low and it came close to the time to refill it the patient always felt ¿like I¿m driving in a car with a carbureted engine. When your gas will get lower, the performance would dwindle¿. The patient reportedly had been in ¿crippling¿ pain and would get ¿all cramped up¿ and had flu like symptoms. The patient wanted to get their pump refilled and had called their health care provider (hcp) and told them what was going on. It was noted the patient¿s hcp was out of town and the patient believed their only other option was to go to the emergency room. The patient was due for a refill ¿(B)(6)¿. The device system was used to deliver dilaudid. It was then reported when it ¿got close to filling it¿ the patient believed the pressure was not working as good. Every time it came close to filling it the patient¿s pain started to get worse. The patient¿s body was so cramped up he could barely move. It was stated, ¿I know what the beginning of withdrawals feel like, and this is it¿. The patient had thrown up a couple times, hadn¿t eaten anything and had started feeling ¿funny¿ 7-10 days ago with everyday being worse. It was also noted the patient¿s mother had told the patient two of his toes were a funny color. The patient noted when he did get refills; he would no longer be in crippling pain but still in pain. The patient currently could not feed himself, couldn¿t go shopping and couldn¿t leave the house. The patient had taken oral dilaudid and noticed relief. It was stated, ¿and that¿s telling me that maybe if the pump was working I wouldn¿t be so cramped up¿. The patient was noted to be scared and believed ¿right now¿ the pump was not working. The patient typically got refilled when one fourth of the medication remain in their pump but wanted to get refilled when a half was left. The patient noted he had never heard his pump ¿beep¿ but had heard a ¿little sound before maybe once or two or three times, maybe¿. It was reported the patient¿s hcp or manufacturer representative would have told the patient if an alarm showed up on the printout and they had not. It was also noted the last time the patient was refilled it took two ¿jabs¿ in order to get ¿it in once. You know when they¿re filling the pump¿. The hcp reportedly had missed it and had to try again. It was later reported the pump alarm was going off. It had started at five in the morning on (B)(6) 2012. The patient had been seen on (B)(6) 2012 and told the manufacturer representative of his belief that the pump didn¿t work the same when it got low. The expected versus residual volumes in the pump were checked, a volume discrepancy was not reported per the reporter and it was noted ¿there was 1.9 yesterday so there was still enough medication¿. The patient still believed something was wrong. The pump was reportedly checked and then turned it ¿up a little bit¿ to see if it helped. The patient was then sent home and the plan was to see where the patient stood a week from then. The day following the visit as reported was when the patient¿s pump began alarming and it was ¿freaking¿ the patient out. It was again reported the patient¿s symptoms would get worse when the pump got low, including ¿every finger is a toothache and every toe¿, the patient¿s hand were on fire, radiating up to his legs and his stomach was all cramped up. The patient¿s hands were also ice cold. It was confirmed the patient¿s hands were burning and ice cold and that the patient felt ¿really weird¿. The patient called their hcp on (B)(6) 2012, the hcp was going to check everything including the paperwork but there was nothing they could do right then since they were not in office. The day following the office visit the patient specifically felt nauseous and was shaking. It was later reported the patient believed his alarm had gone from non-critical to critical. The patient planned to get himself to his hcp. It was then reported when the patient had been seen at their hcp¿s office on (B)(6) 2012, the reservoir volume had been adjusted but then it was decided to not refill the patient so they put it back down to the appropriate reservoir volume. This in turn caused the pump to alarm due to a software issue. The patient was brought back to the hcp¿s office on (B)(6) 2012 and the reservoir volume was updated to clear the alarm. It was also reported because the patient complained of increased pain and change in therapy effect the hcp was checking the catheter for patency with a dye study on the same day. It was later reported an MRI was to be performed, as previously reported. The MRI technician believed it was due to a potential pump issue. It was then reported the dye study was negative, everything looked good. It was reported no further troubleshooting had been performed. The patient was getting his pump filled one month earlier from now on. The patient status was reported to be ¿evaluating the early refill date¿. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced nausea and lethargy. A dye study was performed on the patient¿s device. The dye seemed to flow intrathecally, but a ¿dot¿ appeared further back on the catheter. It was uncertain what it was. It was later reported that the patient was getting proper doses of medication. The patient was scheduled to have a magnetic resonance imaging scan to make sure no granulomas had formed. The drug in the pump was unknown. No additional information was supplied.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), product type catheter; product ID 8590-1, serial# (B)(4), product type accessory; product ID 8709sc, serial# (B)(4), product type catheter; product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: unknown, product type catheter; product ID 8590-1, serial# (B)(4), implanted: unknown, product type accessory. (B)(4).